Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right atrial lead exhibited high capture thresholds along with episodes of far r-wave oversensing and noise. It was noted this event happened shortly after an unrelated procedure around (B)(6) 2019. Programming changes were made. The patient's condition was stable and will continue to be monitored.